Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed. There were two m series defibrillators used during this event. The other m series defibrillator involved in this event is being reported under medwatch number 1220908-2006-01106.

Event description:
Complainant alleged that during surgery on a male pt (age unknown), the clinicians attempted to discharge energy using three sets of internal handles and received "poor pad contact" and "defib pad short" messages. The pt was converted by delivering 200 joules externally with electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the reported malfunction was not duplicated.